Event description:
The patient reported that the cardiomems readings were interfering with their freestyle libre sensor. Although the freestyle libre reader still functioned as expected, after doing a cardiomems reading, the reader would indicate that the patient needed to change the freestyle libre sensor. This occurred twice with the freestyle libre sensor on (B)(6) 2020. Further investigation revealed the patient had multiple errors with the freestyle libre sensors prior to this event and prior to the implant of the cardiomems sensor on (B)(6) 2019. From july through november of 2019, the patient called into abbott diabetes care (adc) technical support to report their freestyle libre sensors were either falling off or producing error messages. Adc technical support resolved each call with sensor replacements and patient education. There were six calls total from july 2019 to november 2019 to adc technical support. Regarding the (B)(6) 2020 event that occurred, the patient's freestyle libre sensors were replaced and the patient was referred to their physician for further instruction before using the freestyle libre. According to the patient care database, the patient transmitted readings to merlin.net on (B)(6) 2020 and several other times following the event.

Manufacturer narrative:
The device is included in the 3004936110-01/24/23-001-c emissions advisory notice issued by abbott on 07 feb 2023. The reported event stated that cardiomems readings were interfering with a freestyle libre sensor. It was verified that freestyle libre sensors¿ rfid operate at a frequency of 13.56mhz and the frequency of the cardiomems patient electronic system during the time of the initial complaint was 33-35mhz. An investigation was performed by using five known-good libre system a (libre 1) sensors, an evaluation module (evm), sim-vivo plug, and one known-good cardiomems patient electronic system. Three different methods were performed to test and reproduce the reported event. The five libre sensors were assembled with sim-vivo plugs and started using an evm. The cardiomems patient electronic system was set to engineering mode and pulse mode for manual control of the frequency via software. A libre sensor was activated by the evm and the cardiomems patient electronic system was set to transmit a 28mhz frequency. The libre sensor was operated along the length of the handheld cable, along the perimeter and over the center of the cardiomems patient electronic system to test for interference. The libre sensor was held in two orientations, flat (sensor tail facing down) and perpendicular to the cardiomems patient electronic system. After moving the sensor in each orientation, the libre sensor was read using the evm to ensure the sensor was still in an operational state (sensor state 3). The process was repeated for each sensor. The operating frequency was increased by 1-mhz and the process was repeated until the operating frequency was 42mhz. No pucks terminated during this test. The five libre sensors were assembled with sim-vivo plugs and started using an evm. Additional testing on three frequencies, 33-35 mhz, was performed. A standard board (one for each frequency) simulating the implantable sensor was used to lock the phase locked loop (pll) to each specified frequency with the cardiomems patient electronic system in engineering mode. The same procedure above was performed for each frequency. No pucks terminated during this test. The five libre sensors were assembled with sim-vivo plugs and started using a known good reader. Additional testing on three frequencies, 33-35mhz, was performed. A standard board (one for each frequency) simulating the implantable sensor was used to lock the pll to each specified frequency with the pillow in engineering mode. The same procedure above was performed for each frequency with one exception. A reader was used to activate the sensor and an evm was used to read the sensor. No pucks terminated during this test. The reported event was not reproduced during all three methods of testing. The process was repeated several times to reproduce an interference and cause a signal loss, resulting in the early termination of the sensor. No signal loss was observed. The complaint was not able to be replicated using known, good devices in the adc testing area. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The root cause of the reported event remains unknown.

Manufacturer narrative:
Additional information: g3, h2, h9.